Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Note: manufacturer contacted customer in a follow-up call on 30-mar-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated she called her doctor to consult about her condition. Doctor told customer she will be taken off januvia and will reduce her remaining diabetic medication. Customer spoke with cms and they will send her another brand meter since they no longer have truebalance. Note: adverse event report is being submitted due to customer contacting doctor related to diabetes.

Event description:
Consumer reported complaint for using expired strips leading to contacting doctor. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms at time of call. Medical attention is reported as a result. The product storage location is undisclosed. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 05/13/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.